Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis.final analysis found that the insulation was abraded at 20.5cm to 20.7 cm from the connector pin. Insulation degradation was found at 4.4cm, and 48.7cm to 49.3cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.